Manufacturer narrative:
This report is for an unknown concorde lift cage/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, that the ortho spine surgeon (B)(6) used a concord lift cage on (B)(6) 2019. The cage has since collapsed. The patient is fused, and no further action is required. There were no patient consequences. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.h3, h6: customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the images received from sales consultant. The images were reviewed, and the complaint condition could be confirmed since the implant appears to have collapsed. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation,no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11 corrected data: d11: there are no concomitant devices. G5: device is unknown. No 510(k) number can be provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.